Manufacturer narrative:
(B)(4). Date sent to FDA: 01/29/2021. H3 analysis summary: a sealed box and the empty labeled winding formers of product code j341, lot # qemkjj were received for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. H6 component code: g07002 - conforming device. Additional information was requested and the following was received: did this event happen in more than one procedure? If yes, how many procedures and how many devices in each procedure? Yes- at least 2 surgeons had the same issue. At least 3 sutures were saved for collection if needed but several more disposed of - were there any adverse patient consequences? No; - procedure date? (B)(6) 2020; - procedure? Joint replacements; - was the issue noted whilst suturing or while being taken out of the packet? Both; - if whilst suturing, what layer of tissue was this being used on? Twice occurred on same patient, deep tissues. Note: event reported in 2210968-2021-00094, 2210968-2021-00095, and 2210968-2021-00096. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number qemkjj, and no non-conformances related to the reported complaint condition were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The event states ¿surgeons reported¿ did this event happen in more than one procedure? If yes, how many procedures and how many devices in each procedure? Please clarify if the suture pulled off the needle or did the suture break? Were there any adverse patient consequences? Procedure date? Procedure? Note: event reported in (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke free from the needle. Another suture was used. The procedure was successfully completed. There were no adverse patient consequences reported. Additional information has been requested.